Event description:
It was reported that patient experienced undesired stimulation and overstimulation. It was also reported that the stimulator randomly turned on causing sweats and metal task in mouth. Database analysis that the battery discharge and charge profiles were observed and revealed no anomalies. The history counters do not confirm any issues with the ipgs functionality. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. The patient was given epidural steroid injection.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.